Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 525 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. Reportedly, the customer reverted to an alternate method insulin therapy.